Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed out cartridge and infusion set during self troubleshooting. No other information was obtained. Blood glucose level was 267 mg/dl.